Manufacturer narrative:
H3. Product analysis determined that all performance levels could be set with a single attempt, and the valve did not change levels during the course of the testing. The valve also met specifications for patency, and leak testing. All valves are 100% tested at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that during the manufacturer representative's office visit with the doctor, it was indicated that pre-operatively, the surgeon requested the setting to be at 1.5 which was done a day before the surgery in box. On confirmation, post-operatively, the performance setting was reflected at 1.5. The doctor also mentioned they observed during implantation that the device was "leaking on both sides." However, they continued to complete the implant procedure. It was noted that there were no manufacturer representatives attending the theatre case during implantation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient returned to the doctor's office on (B)(6) 2025, and the valve was at 1.5, which had moved back from the previous setting on (B)(6) 2025. The valve was re-programmed again to 1.0. The patient would return in 2 weeks again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the manufacturer representative went to see the doctor on (B)(6) 2025. The doctor confirmed the issue, however, the doctor had not seen the patient again since the last re-programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported a lumboperitoneal valve was inserted on (B)(6) 2025. The manufacturer representative (rep) was called to the hospital to reprogram the valve from 1.5 to 0.5. They were not successful, however, the next day on (B)(6) 2025, the rep's colleague was able to reprogram the valve to 0.5. On (B)(6) 2025, the rep was asked by the surgeon to meet at their room to reprogram the valve to 1.0. On (B)(6) 2025, the patient was lying on the doctor's room bed complaining of headaches and eyesight issue. The setting was found to be at 1.5. The rep's colleague checked and confirmed the setting at 1.5. After a few attempts, they managed to get the valve to 1.0. The doctor was not happy the valve moved back to 1.5 and allegedly claimed that the valve was faulty. The doctor asked the patient to return in 2 weeks for reassessment. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the doctor explanted the shunt on (B)(6) 2025 and re-implanted a new shunt.